Manufacturer narrative:
(B)(4). Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: operative records dated (B)(6) 2003 indicate the patient underwent diagnostic laparoscopy with laparoscopic lysis of adhesions, laparoscopic incisional hernia repair, and an upper endoscopy for diagnoses of incisional and ventral hernias and dysphagia. The records state: ¿following mobilization of all adhesions in the lower abdomen, a 12 x 20 cm piece of dual mesh was inserted into the abdominal cavity following placement of gore-tex sutures within the mesh. This mesh was suspended from the anterior abdominal wall using a laparoscopic suture passer and used to occlude the hernia defect. The mesh was additionally fixed in placed using a laparoscopic hernia tacker.¿ the records confirm a gore® dualmesh® plus biomaterial was used for treatment of the incisional hernia repair. There is no mention of a second gore device being implanted in the records. Product identification records for a second gore device were not provided. Billing records dated from (B)(6) 2003 indicate two gore® dualmesh® biomaterial devices (¿15x19 plus¿ and ¿20x30¿) were implanted on (B)(6) 2003. However, the(B)(6) 2003 operative records only indicate that one gore® dualmesh® plus biomaterial was implanted during the hernia repair. Additionally, the reported device sizing of ¿15x19 plus¿ in the billing records is not consistent with the 12x20cm sizing of the 1dlmcp05 allegedly used during the procedure per the operative note.

Event description:
It was reported to gore that a patient alleges to have been implanted with two gore dualmesh® in (B)(6) 2001. It was further alleged that the patient ¿began experiencing problems and was told by her doctor that they were caused by the mesh invading or entangling her internal organs.¿ it was reported that the patient alleges having undergone surgery 14 years later and reported to be ¿in the hospital with complications for 3 months.¿

Manufacturer narrative:
(B)(6). A review of the manufacturing records for the device could not be performed as the lot number was not provided. Please note: it is unclear from the provided information if one or both of the alleged gore dualmesh® biomaterial devices were involved in the reported adverse event. Therefore, a separate medwatch is being submitted for the other gore dualmesh® plus biomaterial device. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: records dated (B)(6) 2015 indicate the patient presented to the hospital ¿with abdominal pain. The onset was 2 weeks ago. The course/duration of symptoms is consistent and worsening.¿ ¿the location of pain at onset was left, upper, and abdominal.¿ a CT of the abdomen and pelvis notes: ¿there has been prior ventral abdominal wall hernia repair. Interposed between the mesh and peritoneum, there is peripherally enhancing fluid collection measuring up to 11 cm craniocaudal x 13 cm transverse x 8.3 cm ap. Considerations include seroma, liquefied hematoma, or abscess. There is mild induration of the adjacent mesenteric fat. No free intraperitoneal air.¿ medical/surgical history on (B)(6) 2015 is noted as: hernia repair with a mesh (2000).¿ no implant records from the 2000 hernia repair procedure or product identification records for the device used in the 2000 procedure were provided. However, billing records dated (B)(6) 2003 indicate two gore dualmesh® biomaterial devices were used in a procedure. Records for the (B)(6) 2003 procedure were not provided. In addition, no records were provided prior to her (B)(6) 2015 hospital admission. Records dated (B)(6) 2015 indicate a ¿CT-guided abscess aspiration¿ for ¿fluid collection between ventral peritoneum and mesh¿ was performed. ¿approximately 450 ml of dark brown serous fluid was aspirated.¿ physical skin exam notes dated (B)(6) 2015 state: ¿patient has many healing ulcers on her lower extremities, the left leg is more affected than the right. Over the right low abdomen the patient has erythema and several ulcerated lesions present that are not currently draining any purulent material. They are somewhat tender to palpation. No pus was able to be expressed from these lesions.¿ ¿impression: intra-abdominal abscess ¿ given that the culture has grown mrsa, suspect abscess and also suspect that mesh is currently infected. Had typical intra-abdominal organisms been found that would have made infection of the mesh less likely but still a possibility. Overlying sores/ulcers may have served as a portal of entry for mrsa.¿ consult notes from an infectious disease physician dated (B)(6) 2015 state: ¿on exam, she has several small follicular looking lesions on the abdominal wall, some of which have drained purulent material in the past. These lesions seem to be at least intermittently connected to her fascial level abscess. No drainage is currently present. She still has a tracheostomy in place due to the injury to her vocal cords at the time of intubation years ago.¿ records dated (B)(6) 2015 state a CT of the abdomen and pelvis was performed, which indicated: ¿there appears to be recurrence of the large fluid collection noted involving the anterior abdominal wall and the adjacent mesh. This would be suggestive of an abscess. Measuring 6.1 x 12 x 13.7 cm. There is adjacent fatty stranding involving the abdominal wall and mesenteric fat. Probably cholelithiasis. Renal cysts.¿ records dated (B)(6) 2015 indicate a ¿CT directed drainage of lower anterior abdominal wall/lower abdominal abscess¿ was performed for ¿abdominal abscess re-accumulating, would like drain placement too.¿ ¿a total of 150 ml of grossly purulent material was obtained¿followup CT images confirm that there is a small amount residual fluid present within the abscess so the 10 french drainage tube was connected to a suction bag apparatus further drainage of the floor [sic].¿ records dated (B)(6) 2015 indicate a CT of the abdomen and pelvis was performed. The records state: ¿almost complete drainage of the previously seen a collection adjacent to the mesh in the ventral abdominal wall [sic]. Development of mild right base atelectasis and small right-sided pleural effusion.¿ records dated (B)(6) 2015 indicate a CT of the abdomen and pelvis was performed. The records state: ¿there are increasing bilateral pleural effusions since last examination.¿ ¿there appears to be persistent somewhat increasing fluid between the anterior abdominal wall and the mesh used to close a previous hernia. The surgical drain that was placed earlier has been removed.¿ records dated (B)(6) 2015 indicate a ¿CT-guided abdominal wall fluid collection drainage¿ was performed. ¿110 ml of cloudy particulate fluid was aspirated and sent for gram stain and culture and sensitivity.¿ consultation notes dated (B)(6) 2015 state that this patient ¿has a large panniculus. She had a mesh repair of a large abdominal hernia performed in (B)(6) some time ago. She has now become quite ill, with pulmonary problems, and infection of her mesh. CT confirms there is fluid above and below the mesh. It has been drained once and the drainage is typical purulence that is (B)(6). She has been given several rounds of different antibiotics as an attempt to treat the infection, but to no avail, over the past 4 weeks. All agree that the mesh is the source of infection and needs to be removed. However, the surgeon that has been following her is now out of town. She has developed a neutropenia over the past few days.¿ additional records dated (B)(6) 2015 state: ¿the patient¿s drain accidentally came out, resulting in reaccumulation of the fluid collection.¿ operative records dated (B)(6) 2015 indicate the patient underwent ¿laparoscopic removal of entire mesh from the anterior abdominal wall¿ for a diagnosis of ¿chronic intraabdominal infection from (B)(6) infected mesh after laparoscopic ventral hernia repair many years ago.¿ the records state: ¿there were extensive adhesions from omentum and small bowel loops to the anterior abdominal wall along the entire mesh. After these adhesions were taken down, the mesh became visible below a rim of tick tissue covering the mesh towards the abdominal cavity [sic]. There was an abscess cavity between the mesh and the anterior abdominal wall in which the ir drain was visible.¿ ¿we then identified the upper border of the mesh and overlying tissue was then incised and the mesh grasped and retracted away from the abdominal wall. Again, with a combination of blunt and sharp dissection, the mesh was then removed from the anterior abdominal wall. Thereby we entered the abscess cavity where the previously placed ir drain became visible. This drain was then removed. Finally, we were able to completely remove the mesh.¿ ¿the abscess cavity was then copiously irrigated and debrided as good as possible.¿ ¿the patient tolerated the procedure well. There were no complications.¿ records dated (B)(6) 2015 state the patient ¿has been admitted for 1 month now.¿ she was ¿complaining primarily of abdominal pain. It was felt that she had an infected seroma around the mesh from an old abdominal surgery performed 15 years ago. Surgery was finally undertaken yesterday, after multiple attempts at CT-guided drainage. Postoperatively, (B)(6) was more hypoxemic than before.¿ ¿I suspect (B)(6) respiratory failure is primarily driven by her intra-abdominal process, and resultant inflammatory state.¿ pathology report dated (B)(6) 2015 regarding a specimen collected (B)(6) 2015: ¿abdominal mesh-synthetic mesh identified (gross diagnosis only).¿ ¿the specimen is received in a container labeled with the patient name and consists of a 22.5 x 15 x 0.3 cm fragment of material which contains multiple springlike objects around the periphery. The object is grooved consistent with synthetic material.¿ ¿infected abdominal mesh.¿ a discharge summary dated (B)(6) 2015 states: ¿the records from the surgeon¿s office¿did not have any records prior to 2005, but he believes the mesh to be gore-tex dual mesh and surgery was notified. The patient had a repeat CT done as the drain was having minimal output and it flushed easily with ir reeval and the repeat CT abdomen and pelvis without contrast was done on (B)(6), which revealed almost completed drainage of the previously seen collection adjacent to the mesh in the ventral abdominal wall and development of mild right base atelectasis and small right-sided pleural effusion.¿ ¿it was deemed by dr (B)(6) that he would like to remove the mesh when as little infection remains and it was recommended for the patient to go home with a drain if needed.¿ ¿the patient developed intermittent confusion and altered mental status. The patient also developed severe back pain and concern for spinal infection prompted a CT of the lumbar spine without contrast, which revealed no findings of lumbar spine infection¿¿ ¿the patient then developed dyspnea on exertion and shortness of breath and cough¿the patient also developed neutropenia deemed likely secondary to bone marrow suppression by the avelox.¿ ¿however, repeat CT on (B)(6) 2015 of the abdomen and pelvis revealed increase in volume in the abdominal fluid collection.¿ ¿the patient went to the or on (B)(6) 2015¿in which a laparoscopic removal of the entire mesh from the anterior abdominal wall was completed.¿ ¿cultures taken from the patient¿s surgery, gram-stain revealed rare epithelial cells, few white blood cells with no bacteria seen. Final culture revealed no growth. Anaerobic culture revealed no anaerobes isolated and fungal culture was no growth to date. The abdominal mesh also had no growth in aerobic culture and anaerobic culture and fungal cultures.¿ it should be noted that the instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿